Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review, lot history review, and complaint history review were performed, and no relevant non-conformances, similar incidents, nor similar events were identified. The subject device passed in-process inspections for flow and coaptation, as well as all in-process visual inspections. Still images from an echocardiogram were provided and reviewed. Based on the image evaluation, the images appear to show significant regurgitation; however, quantification is not possible due to the absence of cine images and doppler data. Unable to comment upon leaflet thickness or mobility. Unable to determine root cause or confidently state origin of regurgitation. The customer did not report any observed valve abnormalities prior to use. Based on the information available it is unlikely that the reported event is the result of a manufacturing nonconformance. It is possible that procedural factors, including distortion occurring during implant, or interference with patient anatomy contributed to the reported event. Based on the information provided, a definitive root cause was unable to be determined, and there is no confirmed edwards manufacturing defect.

Event description:
Edwards received notification from brazil that this valve model 3300tfx25mm implanted in aortic position was explanted at implant due to an early failure of one of the leaflets leading to significant regurgitation, as per echocardiogram observations. It was confirmed that the patient was still on cardiopulmonary bypass (cpb) without decannulation of the bypass cannulas at the time the issue was observed, and the explant of the valve was decided. Another 25mm bioprosthetic valve was implanted in replacement, this one showing acceptable echocardiographic measurements. A coronary artery bypass graft was performed concomitantly. Additional cpb time was needed and the surgeon stated that this led to hemodynamic instability. Due to this event, the patient took longer time to stabilize and needed of more days than the expected in the intensive care unit. According to the latest update from the surgeon, the patient was ok and in stable condition.

Manufacturer narrative:
H3: device evaluation: the device was returned for evaluation. Customer report of regurgitation was unable to be confirmed through visual observation. As received, a vertical crease/fold was observed on leaflet 2 near commissure 3 that created a gap in the coaptation region. Sewing ring cloth was cut in multiple areas around the valve and exposed the sewing ring silicone. Multiple suture threads were observed around the sewing ring. No other inconsistencies were observed. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.